Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was cooking and then the pump started beeping. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. There were no button error alarms noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners and reservoir tube window, broken reservoir tube lip, and belt clip slot.